Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies identified. (B)(4).

Event description:
It was reported that lead integrity alert (lia) was triggered due to noise and sensing integrity counter (sic) on the right ventricular (rv) lead. It was noted there was sensing/detection problem on the device. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.